Manufacturer narrative:
Section a: patient information was documented as unknown. Section d: device serial numbers were documented as unknown. Article title: risk of pump thrombosis with once daily enoxaparin for anticoagulation bridging in patients with heartmate iii, journal of cardiac failure vol. 29 manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The study investigated the safety of using once-daily enoxaparin (anticoagulant medication) dosing to bridge subtherapeutic warfarin (anticoagulant medication) in patients ongoing with an heartmate 3 left ventricular assist device (lvad). The study was done using a retrospective review of 232 patients that underwent heartmate 3 lvad implantation from 2018 to 2020. The study identified 104 patients that received once-daily enoxaparin and concluded that once-daily enoxaparin dosing as a bridge to subtherapeutic anticoagulation with warfarin for heartmate 3 patients is a safe and effective method for preventing pump thrombosis. Patients in the study experienced outcomes of ischemic stroke (1 patient), pulmonary embolism (1 patient), acute kidney injury at the time of enoxaparin uses (10 patients), bleeding events related to enoxaparin use (6 patients), gastrointestinal bleeding events (4 patients), decrease in hemoglobin (7 patients), and thrombocytopenia (2 patients). Specific device serial numbers were not provided, and no product is available for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists stroke, thromboembolism (venous and arterial non-central nervous system), renal dysfunction, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, section 6 lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿risk of pump thrombosis with once daily enoxaparin for anticoagulation bridging in patients with heartmate iii¿ that heartmate 3 (hm3) may be associated with stroke, pulmonary embolism, kidney failure, and bleeding. This retrospective study evaluated outcomes in 104 patients implanted with hm3 from 2018 to 2020, with a focus on evaluating pump thrombosis. The involved patients received a daily subcutaneous dose of enoxaparin (1mg/kg) bridging after their hm3 implant. Multiple patients were noted to have received multiple rounds of enoxaparin over the course of their follow-up. An average course of 3-5 days was reported, extended only if the patient¿s international normalize ration (inr) remained below 1.6. Several outcomes were reported. One patient experienced an ischemic stroke. One patient experienced a pulmonary embolism. Ten patients experienced acute kidney injury (aki) at the time of enoxaparin use. Six patients experienced bleeding events occurred that were related to the use of enoxaparin. Four patients experienced gastrointestinal (gi) bleeds. Seven patients experienced a drop in their hemoglobin levels. Two patients experienced thrombocytopenia. No pump thrombosis was reported, concluding that enoxaparin was a safe and effective method for preventing pump thrombosis in hm3 patients. Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event.